Event description:
During an attempt to deploy an endovascular stent at the target lesion site in the pt's right common iliac artery, the stent disloged from the balloon catheter in the left common iliac artery. An exploratory laparotomy was performed to retrieve the stent and repair the popliteal artery. Surgery was successful and there were no add'l clinical sequelae reported relative to the event.